Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported to philips that the paddles have bad contact there was no reported patient involvement / adverse patient impact.